Event description:
A portion of the ceramic tip on the vapr electrode broke off. No one present could say where the ceramic broke off. X-rays were taken to determine if there was ceramic debris in the patient and no evidence of this was found.